Manufacturer narrative:
Journal article: doi: 10.1002/ccd.26597 implant date unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a literature article that 96 patients presenting with stemi were treated with resolute stents. Collective lesions treated were located in the lad, lcx and rca exhibiting cto, bifurcation, complex morphology. Average stenosis diameter percentage post procedure was (B)(4) adverse events found at five year follow-up included death, mi, tvr and stent thrombosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.